Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis. The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 278 mg/dl at the time of the incident. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Cannot performed manual test per dop114-811 appendix g to reservoir due to the plunger not returned. Using a new lab plunger reconnected and performed pre-fill reservoir test per dop114-811. Found no air bubbles and no leakage anomaly during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles and no leakage when plunger was disconnected from reservoir. Also ran basal, bolus leaking test per dop114-811 as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir no air bubbles and not leak. (B)(4).